Event description:
A customer contacted baxter's technical service center regarding a home choice (hc) problem of the drain line that was submerged in toilet water. The nurse repositioned the patient, and draining started to increase rapidly. The patient was involved but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device involved in the incident was unknown; therefore. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. The problem was confirmed and the cause was use error.